Event description:
It was reported that during testing conducted at the manufacturer facility the release collar and release pins of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the release collar and release pins was confirmed by a manufacturer repair technician through visual inspection. The reported disassembly can be caused by a material integrity issue or impact.